Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons had to press a little harder. Customer's blood glucose level was unknown. Customer reported that insulin pump had a heavy scratches on screen. Customer declined to report to 24 hours technical support team. Customer reported that the insulin pump went into weird mode and had to press escape button to reset it. The act button wont let the infusion set and prime the line to get out air bubbles. Insulin pump will not be returned for analysis.